Event description:
This is a spontaneous case report received via regulatory authority (case# (B)(4)) in (B)(6) on 13-apr-2016 which refers to a female patient of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted as contraceptive. Date of adverse event: (B)(6) 2005. Clinical event information: essure device has migrated through my fallopian tubes and lodged into uterus resulting in a pending total hysterectomy. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the device has migrated through her fallopian tubes and lodged into uterus resulting in a pending total hysterectomy. This event is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, limited information was provided. Although the exact mechanism of the reported event was unknown, given its nature, causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for device removal. A product technical analysis is being sought. No active follow-up will be pursued since this case was received via regulatory authority.

Manufacturer narrative:
Follow up information received on 20-sep-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on 22-sep-2016 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the device has migrated through her fallopian tubes and lodged into uterus resulting in a pending total hysterectomy. This event is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, limited information was provided. Although the exact mechanism of the reported event was unknown, given its nature, causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for device removal. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No active follow-up will be pursued since this case was received via regulatory authority.